Manufacturer narrative:
D9: device available for evaluation: yes d.9:device eval by manufacturer? Yes d9: returned to manufacturer on: 2024-april- 3rd h.6 investigation summary material #: 368650 lot/batch #: 2335744 bd received 46 samples for investigation. Twenty (20) of the samples were chosen at random and evaluated by functional testing, each having their eclipse shield activated, and the indicated failure mode for defective locking mechanism with the incident lot was not observed. Additionally, 20 retention samples from bd inventory were evaluated by functional testing, each having their eclipse shield activated, and no issues were observed relating to defective locking mechanism as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that while using bd vacutainer® eclipse¿ blood collection needle with pre-attached holder, the safety shield is loose and falls off. This has occurred with two devices. No patient impact reported.

Event description:
It was reported that while using bd vacutainer® eclipse¿ blood collection needle with pre-attached holder, the safety shield is loose and falls off. This has occurred with two devices. No patient impact reported.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.